Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: unable to duplicate the complaint. No defect was found. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The last bolus delivery was on 04/10/2015. Pump was manually suspended on 04/10/2015 21:29; deliveries never resumed. Pump was manually suspend from 03/31/2015 00:25 and manually resumed at 04:37. Manually suspended 03/31/2015 17:11 and manually resumed at 18:36, manually suspend 03/31 at 18:37 and manually resumed at 19:12. The daily insulin delivery totals correctly reflect user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that pump had an inaccurate delivery issue starting on (B)(6) 2015, and the patient had a blood glucose (bg) over 500 mg/dl, with large ketones, nausea, and vomiting. It was reported that the patient had been diagnosed with strep throat on (B)(6) 2015, and was prescribed amoxicillin. Troubleshooting by customer support (cs) found the basal and bolus histories were as expected; the time/date were accurate. Cs considered this an inaccurate delivery issue. This complaint is being reported as the patient experienced hyperglycemia and the delivery issue was not resolved.